Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin was squirting out during the prime process. The customer¿s blood glucose was 147 mg/dl. Customer stated that insulin continues to drip after motor stops during the manual prime process. Troubleshooting was done for priming process. Customer reports that battery compartment had cracked on it. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime anomaly noted during test. Device received with cracked battery tube threads and cracked reservoir tube lip. (B)(4).